Event description:
Customer alleges discrepant low results with meter compared to lab: results: (B)(6) 2012: inratio inr=1.4. Lab inr=11.7. Time between testing could not be verified but both tests were performed within the same day. Patient was admitted to the hospital after the inratio inr reading of 1.4 due to weakness and incoordination. It was in the hospital that the inr was tested and resulted in 11.7.

Manufacturer narrative:
Investigation pending.